Event description:
Health care professional reported through clinical study follow-up that approximately 44 months post implant the patient experienced a thromboembolism with left sided weakness involving the right hemisphere. The cva was accompanied by generalized convulsive seizures, 3-5 minutes duration and left sided facial drooping. No additional information was provided. The device remains implanted and functioning as intended.